Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 5f exoseal vascular closure device (vcd), the usual steps were followed; however, no pulsatile flow was observed from the bleed-back indicator and no backflow occurred. The use of the device was discontinued, and hemostasis was achieved with manual compression. There were no reported injuries to the patient. The device was being used to achieve hemostasis after a percutaneous coronary intervention (pci) procedure. One exoseal vcd was used. The exoseal vcd was stored and prepped according to the instructions for use (IFU). The physician had achieved certification for the use of the exoseal vcd. The suitability of the femoral artery was verified on angiography, including confirmation of the vascular sheath introducer¿s insertion angle between 30¿45 degrees. The bleed-back indicator was not visibly damaged. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h1. A review of the manufacturing documentation associated with lot 18441148 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 5f exoseal vascular closure device (vcd), the usual steps were followed; however, no pulsatile flow was observed from the bleed-back indicator and no backflow occurred. The use of the device was discontinued, and hemostasis was achieved with manual compression. There were no reported injuries to the patient. The device was being used to achieve hemostasis after a percutaneous coronary intervention (pci) procedure. One exoseal vcd was used. The exoseal vcd was stored and prepped according to the instructions for use (IFU). The physician had achieved certification for the use of the exoseal vcd. The suitability of the femoral artery was verified on angiography, including confirmation of the vascular sheath introducer¿s insertion angle between 30¿45 degrees. The bleed-back indicator was not visibly damaged. Additional details were requested but were not provided. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during the use of a 5f exoseal vascular closure device (vcd), the usual steps were followed; however, no pulsatile flow was observed from the bleed-back indicator and no backflow occurred. The use of the device was discontinued, and hemostasis was achieved with manual compression. There were no reported injuries to the patient. The device was being used to achieve hemostasis after a percutaneous coronary intervention (pci) procedure. One exoseal vcd was used. The exoseal vcd was stored and prepped according to the instructions for use (IFU). The physician had achieved certification for the use of the exoseal vcd. The suitability of the femoral artery was verified on angiography, including confirmation of the vascular sheath introducer¿s insertion angle between 30¿45 degrees. The bleed-back indicator was not visibly damaged. Additional details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. Since the guard was received in the not locked position, an attempt to lock the cowling guard was successfully performed. An attempt of a bleed-back signal simulation using the bench top test model was performed; however, it could not be performed due to the presence of dried blood, which saturated the device and prevented completion of the evaluation. A high-magnification evaluation was performed to examine the bleed-back port and pi collar. During this analysis, the presence of dried blood was detected. It was observed that the returned 5f non-cordis csi could not be verified as listed on the sheath compatibility specifications for the exoseal device. A review of the manufacturing documentation associated with lot 18441148 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿bleed-back indicator-bleed back issue-absent¿ was not observed through analysis of the returned device since there was evidence of blood flow from the bleed back mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported absence of the bleed-back flow since there was evidence of blood flow in the returned device. However, procedural/handling factors are likely since there were no anomalies noted during product analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, "observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure." The product description also includes, "note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use." Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. Neither the product history review, product analysis, nor the information available for review suggest that the reported issues are related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.